Event description:
It was observed that during the device evaluation, insulation resistance value at distal end does not meet the standard value, due to a chip on the distal end of the bronchovideoscope. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported event was confirmed. Based on the results of the investigation, a definitive root cause cannot be identified. Reasonably known information suggests probable causes such as damage or deterioration of components due to some form of stress. The most probable cause of the complaint is expected to be a predicted or random component failure, rather than a design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.